Manufacturer narrative:
(B)(4)

Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. Reprogramming was recommended.